Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event may be as stated in the event that the peripheral locking screw was not fully seated in the baseplate this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by user.

Event description:
It was reported that during a 5 week follow up (original procedure (B)(6) 2015) it was discovered that the glenosphere separated from the base plate. An x-ray revealed the issue although the patient was not in pain. Revision was on hold for several months. Revision took place (B)(6) 2016. It was determined intra-operatively that the inferior 30mm peripheral screw was sitting proud within the baseplate and had caused the glenosphere to dissociate initially. Screw was discovered to be sitting 3-4 mm proud. During the revision the following parts were explanted: ar-9504s lot 2501434707, ar-9145-30 lot 2501454306, ar-9503s-03 lot 140115507 and ar-9502-36rcpc lot 2501444610. Per sales rep the explanted parts were discarded due to a chance of existing infection. To complete the procedure the following parts were implanted during the revision: ar-9504s lot 2501482108, ar-9145-36 lot 140123308, ar-9503s-06 lot 140115707 and ar-9502-36cpc lot 2501478010.